Manufacturer narrative:
Based on the claim against the product by the customer noting that prograsp forceps instrument would not follow commands of the surgeon, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to exhibit unintuitive motion (moved precisely and proportionally to the master, started and stopped with master motion, just moved in the wrong direction) when placed and driven on an in-house system. The complaint regarding the instrument not following command of the surgeon was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the non-intuitive motion is attributed to the cracked clamping pulley. Additional observations related to the customer reported complaint: the instrument was found to have a cracked clamping pulley in the housing. The probable root cause of a cracked clamping pulley attributed to damage during use, such as improper cleaning/reprocessing techniques. The instrument was also found to have a loose pitch cable at the proximal end in the housing. Common causes of this failure mode are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This complaint is considered as a reportable malfunction due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument would not follow commands of the surgeon. Failure analysis acknowledges the instrument exhibited unintuitive motion during investigation. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the prograsp forceps instrument was loaded and docked to the patient, the grip would not follow commands of the surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.